Event description:
It was reported that the surgical wound was not fully healed. The system was explanted to prevent a risk of infection. The patient was stable.

Manufacturer narrative:
The device was returned and analyzed in the lab. The device was above elective replacement indicator (eri) when received. The device was tested in the laboratory; telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were found to be normal. No anomaly was detected.